Event description:
Nurse (rn) noted the peripherally inserted central catheter (PICC) site dressing was questionably wet. PICC rn called to bedside to assess site. PICC rn assured rn PICC site looked okay and did not think the site was wet. Patient's rn still concerned about site due to patient behavior suggesting there may be a concern. Rn called neonatal nurse (nnp) and requested to assess site. Nnp came to bedside and flushed the site and stated that is flushed okay. Nnp was redressing the site when she then noticed some leaking around the site. When the nnp flushed the site again, the flush squirt out of the side of the PICC, suggesting something was wrong with the PICC. PICC discontinued. Piv placed to maintain fluids and drops per minute (gtts) for infant until nnp could return to place another PICC.